Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions of the residue: cause not established. As for the other malfunctions, the probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis the service repair technician indicates that presence of white foreign material in the air/water tube and air/water cylinder was found, there was a gap in adhesive area between server plug-in and distal end, there was discoloration inside of light guide lens and there was corrosion around forceps elevator. There was no patient involvement.